Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, "adverse local tissue reaction due to mechanically assisted crevice corrosion presenting as late instability following metal-on-polyethylene total hip arthroplasty¿ by charles p. Hannon, md, mba, et al, published by the journal of arthroplasty 35 (2020) 2666-2670, was reviewed. Mechanically assisted crevice corrosion (macc) at modular junctions can result in adverse local tissue reactions (altrs) in patients who have undergone total hip arthroplasty (tha). The purpose of this study is to investigate patients presenting with late instability following metal-on-polyethylene tha, due to underlying macc and altr. Within the study, a single patient presented with depuy products, case number 16, a (B)(6)year old woman. She had implanted a depuy prodigy femoral stem, with a depuy cocr femoral head, 28mm dia. +12 neck. These was paired with unspecified acetabular products. She experienced hip instability requiring revision at 12.6 years post-primary implantation, in which it was confirmed that she had altr and crevice corrosion at the femoral stem trunnion/femoral head junction. The was revised with a ceramic head utilizing a titanium sleeve, and paired with an unspecified polyethylene acetabular liner to treat.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Images within the journal article have been reviewed. Nothing indicative of a product problem is identified. A root cause for the problems reported cannot be determined using the provided images. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.